Event description:
It was observed that during the device evaluation, the camera head exhibited disconnection in cable unit, causing noise occurs and no image is displayed and has white dots, and due to poor watertightness of cable unit, water tightness is lost there was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to disconnection in cable unit, noise occurs and no image is displayed and has white dots and due to poor water-tightness of cable unit, water tightness is lost. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.